Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported being unable to select ¿yes¿ on the fill tubing screen. Troubleshooting was not successful, and a replacement ilet was arranged. No blood glucose impact or symptoms were reported.